Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the control iq software did not suspend insulin delivery as intended. The customer's blood glucose level ranged from 57-58 mg/dl. A pump reset was performed to address the issue. Customer continued to use the pump for insulin therapy.